Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va1h675, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead. Product ID 357625, product type screening device. Device code (B)(4) and patient code (B)(4) pertain to the lead (va1h675). Patient code (B)(4) and device code (B)(4) pertain to the 357625 screening device.

Event description:
Information was received from a manufacturer representative (rep) regarding an advanced evaluation trial patient. The rep reported that the patient experienced an infection due to a prolonged advanced evaluation. The risks of prolonging the evaluation were discussed with the physician and patient by the rep. However, both the physician and patient elected to prolong the test. As a result, an infection occurred which was likely due to the time of the test. The test was 7 weeks long which was 5 weeks beyond medtronic and FDA protocol. It was indicated that the patient continued to work daily and as a result would perspire throughout the day. The patient changed their dressing at home several times against initial direction and it was assumed that bacteria was introduced to the site because of this. The rep noted that they were present in the office, on or about on (B)(6) 2017, when the patient was seen by the hcp as a follow-up to their initial stage one. The rep noted that the patient informed them that they had already redressed the percutaneous lead site and that their son had accidently cut the twist lock cable. The cable was replaced and re-dressed by the staff on site. The risk of infection was emphasized clearly to both the physician and patient, but they elected to prolong the test. It was indicated that the physician removed the leads on (B)(6) concluding the test phase and that the patient was given antibiotics to treat the infection. No further complications were reported or were expected.